Event description:
As reported, this fogarty thru-lumen embolectomy catheter body broke in half. No additional intervention was needed to remove the catheter from the patient. There was no allegation of patient injury.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results.complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.